Manufacturer narrative:
(B)(4). Baxter medical assessment: the only instances in which floseal does not achieve expected hemostasis in the presence of moderate to active bleeding are: low levels of patient fibrinogen (exceptional) or, incorrect product application (user error). Follow up required: clarification of indication for use, volume applied, application details (speed of application and approximation) is recommended. For the second alternative cause of a potential low fibrinogen level has also to be investigated, by trying to get data of the coagulation factor levels before during and after surgery. Since floseal is an adjunct to hemostasis, that does not replace standard hemostatic techniques, there was no negative safety impact on the patient. In such circumstances alternative hemostatic methods have to be used. This is why we cannot agree that because floseal did not achieve hemostasis the patient sustained "serious consequences". In case of physiologic plasma fibrinogen levels, documented surgeon retraining regarding compliant application technique (IFU review) by a qualified person is recommended. Given the paucity of clinical and application information we cannot exclude an application user error. (B)(4). Follow-up with the surgeon for additional event details is currently being performed by baxter (B)(4).

Event description:
This is a case report received on (B)(6) by baxter (B)(4) from (B)(6). It was reported that two applications of floseal vhsd 5cc EU, code 1501510, batch ha091022 did not have the desired effect. The event involves a (B)(6) patient, who had a difficult staunching haemorrhage. The surgeon applied two units of floseal, which had no consequences at all. This incident had serious consequences for the patient. The outcome of the patient is not known yet.

Manufacturer narrative:
(B)(4). Baxter final medical assessment: based on the follow up information, we can confirm a correct application of floseal and the fact that no thrombo-embolism has occurred. In case of a potential non hodgkin lymphoma and the location of the tumor at the level of the liver, as well as the duration of surgery, a severe coagulation disorder in conjunction with a major vessel injury is clinically plausible (and determinant for the fatal outcome). This also explains the lack of effect, potentially due to low levels of platelets and fibrinogen. Since floseal is not a substitute for good surgical technique, the chain of complications that lead ultimately to the fatal outcome cannot be associated with the use of floseal, but with alternative surgical (major vascular injury) and/or disease related (coagulation disorder) factors. Further clinical investigation is not required. (B)(4). This case will be kept on record for trending purposes. The initial emdr indicated that patient was (B)(6). The correct age of patient at the time of the event is (B)(6). The correct age has been added into this emdr.

Event description:
Additional information received from baxter (B)(4) on (B)(4) 2010: the patient suffered complications and has died. The outcome of the patient at the time of the event as well as medical intervention that took place is still unknown. Baxter follow-up medical assessment: the information received is not clarifying the questions of the previous medical assessment, thus our evaluation is not changing. Following questions have to yet be clarified: reason for surgery and indication for use of floseal. Volume applied (not size of kits used) and details of the application (has the surgeon waited 30 seconds after swooshing of floseal; speed of application and approximation, duration of approximation and measures after hemostasis has not been achieved). Details on the bleeding source (what vessel was bleeding and size of vascular lesion). Is a thromboembolic event (inadvertent intravascular application) plausible? Cause of death and if available autopsy findings. The causality assessment remains unchanged. (B)(4). Additional information provided to baxter (B)(6) from customer on (B)(4) 2010: the patient was a (B)(6) male, who was suspected to have non-hodgkin lymphoma. The tumour in the inside of the flexura hepatica from which a biopt has been taken. This lead to a bleeding which could not be stopped by conventional surgical treatments. Hereafter, tamponade started, followed by application of floseal; tamponade occurred again, followed by the second application of floseal. Five ml of floseal was applied twice: total of 10 ml. Fast application of floseal followed by 3 minutes of approximation ended with no result; 2.5 hours later, another floseal syringe was applied in the same way. Surgeon mentioned that the application took place on the bleeding site. The bleeding source was the flexura hepatica. There were no specific details of a thromboembolic event before, during or after the procedure. The cause of the death is unknown and will be investigated further.